Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2020. Device is a combination product.

Event description:
It was reported via social media that vessel perforation occurred. The patient's vessels were severely calcified with lesions located in the left main trunk (lmt), left anterior descending (lad) and left circumflex (lcx) arteries. A rotablator (1.25mm and 1.5mm burr) was used with opticross guidance in the lad. A 2.25 x 32mm synergy stent was uneventfully placed in the mid lad followed by a 3.0 x 38mm synergy stent from the mid to proximal lad overlapping the previous stent. After placement of the 3.0 x 38mm stent, the delivery system was removed and a large perforation appeared very close to the overlap region between the two stents at a bend in the lad. A covered stent was used to seal the perforation using ping-pong technique. A guidezilla was then used and supported the rotablator (1.25mm burr) to the left main trunk/proximal lcx. A 2.25 x 28mm synergy stent was implanted in the lcx and a 4.0 x 12mm synergy stent was implanted in the lmt. The case was finished with an excellent result.